Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had air sensor and dso seal were both unattached and falling off. Slightly cracked interior battery door latch. The event occurred during testing.

Manufacturer narrative:
D4: device model updated. H3: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The visual inspection found damaged lens and unattached sensor. The evaluation of the device confirms the customer reported issue. The sensor was repaired. The device passed all functional testing after repair.